Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump with guidance from technical support, successfully started a new sensor session, and chose to independently resume insulin delivery without further assistance.